Manufacturer narrative:
The blood glucose information provided with the initial medwatch report was incorrect. The correct information has been provided with this report.

Event description:
It was reported via email that the customer's blood glucose was 300mg/l.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there were several air bubbles in the reservoir and tubing. The customer performed prime multiple times on (B)(6) 2015 and (B)(6) 2015 and replaced the infusion set every 2 days. On (B)(6) 2015 the customer experienced high blood glucose of 3000 mg/dl and found air bubbles in the reservoir and tubing. The customer changed the reservoir with a new lot number and was able to recover rapidly. The product would be replaced and returned for analysis.